Event description:
During the first post-op visit in (B)(6), the surgeon indicated that the patient is not completely fused but healing nicely. On (B)(6), the patient returned for his second scheduled an appointment complaining of pain in his neck and arm. He was doing well post-op, but fighting a cold, coughing and sneezing a lot. After sneezing, he instantly noticed increase pain in his neck and arm. The surgeon ordered an x-ray and noticed that the proximal screw was broken in his previous c4-5 acdf. Revision surgery took place on (B)(6) 2013. The top proximal section of the screw was removed without issue while the bottom threaded portion remains anchored within the patient¿s (c4) cervical vertebrae. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2013.

Manufacturer narrative:
No evaluation possible. The proximal section of the suspect device which was removed was discarded by the user facility. The remainder of the anchor remains entrapped within the patients cervical vertebra. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from (B)(4) and the bone screws are manufactured from (B)(4). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.